Event description:
This case was reported by a customer (father of pt) and described the occurrence of allergic reaction in a (B)(6), female, pt, who received breathe right nasal strips for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced allergic reaction, swelling of face, eye red, broken blood vessel in eye and vomiting. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. As the consumer did not provide contact info, this case is lost to follow-up.

Manufacturer narrative:
Breathe right nasal strips are mfg in (B)(4) in the united states, and neither the product nor lot number of this product is available. (B)(4).